Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Despite instructions to deliver a 9-unit bolus, the alarm recurred, so the technical support team advised using a backup therapy and decided to replace both the pump and the original cartridge. The customer was informed about storage instructions, handling the replacement, and returning the problematic pump.